Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported battery depleted, which was reproduced during evaluation. When the unit was connected to the alternating current power source it could not charge the battery properly, causing the battery to drain its voltage. A review of the event history log identified battery low alarms as evidence of the reported issue. The cause was determined to be a defective alternating current power adaptor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a depleted battery. This occurred in the emergency room department. There was no patient involvement. No additional information is available.